Event description:
It was reported that the pump had lost the wireless parameters and the pump cannot be reconfigured easily. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. (B)(4). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.